Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during insertion of the guide wire of the left ventricular (lv) lead into the vessel, a localized and contained dissection of the distal branch occurred which was attributed to patient anatomy and weakened vessel wall. The lead was implanted into a different vessel and remains in use. The patient is a participant of (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.